Event description:
It was reported during a laparoscopic cholecystectomy the grasper fell apart. The instrument jaws stopped holding onto the gall gladder. A second grasper was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Sent 04/13/1999. H10: medwatch reported in error.